Event description:
The machine failed the ultrafiltration test. Gambro technical services (gts) found a piece of silicone - like debris in balance chamber valve yb2. This debris caused the valve to stick open. The debris was removed to correct the condition. There was no pt involvement.